Event description:
I use the insulet omnipod 5 system on my android phone. My phone and app had been working for many months. Yesterday I stated a new pump and it began operation. Later in the day I lost control of the pump when the app said I had an incompatible phone. I attempted to call insulet but was on hold for hours. When leaving a message was told to wait 1-2 business days. I had to rip the pump from body to prevent overdose or underdose. Today I received an email from the company saying it is a known issue experienced by many customers. I waited hours again and talked to a person at insulet. They said they had thousands of calls. This is the second time in less than a year that insulet has shut down all people controlling pumps. Unsafe, unacceptable. What they are asking as a solution is to carry backup insulin (doubling the cost to patients) or carrying a spare pump, insulin and controller in case of failure. This system is unsafe and insulet needs to be held accountable. Thank you.